Event description:
While the unit was in use on a pt the unit had an autofill failure and the motor was noisy. The pt was switched to another unit and therapy was continued. No pt injury was reported.